Event description:
It was reported by the patient that they had experienced similar symptoms of "tired, sweaty, and lack of energy" as they had prior to their device implant. A remote transmission was downloaded and reviewed by their physician and the patient was told they needed a device replacement. It was further reported that there was possible premature battery depletion. The device was explanted and replaced. No further patient complications were reported as a result of this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.